Manufacturer narrative:
Initial and final MDR 1935274 - MDR 3003442380-2024-20109 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2024. The event occurred after three hours of insertion. The infusion set was in use for 4 hours. The infusion set was inserted in abdomen. Blood glucose levels during the event were 280 mg/dl. The patient took correction by taking bolus via pump to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.